Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils outside the fallopian tubes."), abdominal pain ("severe abdominal pain/abdomen pain") and cerebrovascular accident ("severe stroke like symptoms") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, blood disorder, stroke, bicornuate uterus, hemiplegic migraine, upper abdominal pain, diarrhea, cholelithiasis, vaginal discharge, migraine headache, numbness of upper extremities, bleeding breakthrough, menses irregular, vaginal irritation, tingling sensation, chest pain, shortness of breath, dysfunctional uterine bleeding, hemorrhoids, ear infection, bacterial infection, dysuria, menses irregular, bleeding breakthrough, cough in 2010, facial pain, fever, ear pain, gallstones in 2010, bleeding genital, itching, haemorrhage nos, bleeding genital, hemiplegic migraine, unicornuate uterus, varicella, methylenetetrahydrofolate reductase deficiency, homocystinuria, dizziness, vision peripheral decreased, nausea, vision abnormal, vomiting, nervous system disorder, ischemic stroke, gastrointestinal disorder, renal disease, kidney stone, cholecystectomy, myalgia, lower abdominal pain, vaginal haemorrhage, coagulopathy, acute gastroenteritis, back pain, motor vehicle accident, spasms, contusion of hand(s), dyslexia and migraine. Previously administered products included for an unreported indication: midrin, depo provera and plavix. Concurrent conditions included nausea since (B)(6) 2015, vomiting since (B)(6) 2015, migraine since (B)(6) 2015, vaginal yeast infection since (B)(6) 2013, bacterial vaginosis since (B)(6) 2015, metrorrhagia since (B)(6) 2015, slurred speech since (B)(6) 2015, body numbness since (B)(6) 2015, lymphadenitis, cholecystectomy, weakness, major depression since (B)(6) 2015, eustachian tube dysfunction since (B)(6) 2015, dizziness since (B)(6) 2015, anxiety since (B)(6) 2015, methylenetetrahydrofolate reductase gene mutation since (B)(6) 2015, energy decreased since (B)(6) 2015, stress since (B)(6) 2015, dysmenorrhea, homocysteine level increased, deep vein thrombosis, paresthesia and dehydration. Concomitant products included acetylsalicylic acid (aspirin), acetylsalicylic acid (asprin) since (B)(6) 2015, azithromycin since (B)(6) 2015, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone since (B)(6) 2015, metoclopramide since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), topiramate and verapamil hydrochloride (calan) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), complication of device insertion ("unable to successful implant the second coil/only one coil was implanted due to anatomy"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches"), abdominal pain upper ("pain, stomach"), pain in extremity ("pain, arms, legs"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (she underwent a unilateral salpingectomy for removal of essure device and bilateral salpingectomy, surgery(other): ampullofibrectomy of right tube). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, migraine and nausea outcome was unknown and the abdominal pain, cerebrovascular accident, complication of device insertion, menstrual disorder, back pain, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cerebrovascular accident, complication of device insertion, device dislocation, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: not reveal an acute stroke; on (B)(6) 2015: results: findings compatible with a unicornuate uterus cent without rudimentary horn. Fallopian tube usually absent with this pattern. Fallopian tube not reliably identified by MRI left-sided essure device appears appropriately positioned.. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, migraine and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. Medical history were added. Event verbatim were updated as severe abdominal pain/abdomen pain. Event : migraines and nausea were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils outside the fallopian tubes."), abdominal pain ("severe abdominal pain") and cerebrovascular accident ("severe stroke like symptoms") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, blood disorder and stroke. Concurrent conditions included nausea since (B)(6) 2015, vomiting since (B)(6) 2015, migraine since (B)(6) 2015, vaginal yeast infection since (B)(6) 2013, bacterial vaginosis since (B)(6) 2015, metrorrhagia since (B)(6) 2015, slurred speech since (B)(6) 2015, body numbness since (B)(6) 2015, lymphadenitis, cholecystectomy, weakness, major depression since 21(B)(6) 2015, eustachian tube dysfunction since (B)(6) 2015, dizziness since (B)(6) 2015, anxiety since (B)(6) 2015, methylenetetrahydrofolate reductase gene mutation since 30-jul-2015, energy decreased since (B)(6) 2015, stress since (B)(6) 2015 and dysmenorrhea. Concomitant products included acetylsalicylic acid (aspirin), oxycocet (percocet), topiramate (topomax) and vicodin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), complication of device insertion ("unable to successful implant the second coil"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches"), abdominal pain upper ("pain, stomach") and pain in extremity ("pain, arms, legs"). The patient was treated with surgery (bilateral salpingectomy, surgery(other): ampullofibrectomy of right tube) and surgery (she underwent a unilateral salpingectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, cerebrovascular accident, complication of device insertion, menstrual disorder, back pain, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cerebrovascular accident, complication of device insertion, device dislocation, headache, menorrhagia, menstrual disorder, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results: on (B)(6) 2015, MRI: uterus/cervix: mr findings compatible with a unicornuate uterus center, without rudimentary horn. Fallopian tube usually absent with this pattern. Fallopian tube not reliably identified by MRI left-sided essure device appears appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of coils outside the fallopian tubes.'), device expulsion ('expulsion of the coils'), abdominal pain ('severe abdominal pain/abdomen pain') and cerebrovascular accident ('severe stroke like symptoms') in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included gallstones in 2010, cough in 2010, c-section in 2009, pregnancy in 2009, cesarean section, blood disorder, stroke, bicornuate uterus, hemiplegic migraine, upper abdominal pain, diarrhea, cholelithiasis, vaginal discharge, migraine headache, numbness of upper extremities, bleeding breakthrough, menses irregular, vaginal irritation, tingling sensation, chest pain, shortness of breath, dysfunctional uterine bleeding, hemorrhoids, ear infection, bacterial infection, dysuria, menses irregular, bleeding breakthrough, facial pain, fever, ear pain, bleeding genital, itching, haemorrhage nos, bleeding genital, hemiplegic migraine, unicornuate uterus, varicella, methylenetetrahydrofolate reductase deficiency, homocystinuria, dizziness, vision peripheral decreased, nausea, vision abnormal, vomiting, nervous system disorder, ischemic stroke, gastrointestinal disorder, renal disease, kidney stone, cholecystectomy, myalgia, lower abdominal pain, vaginal haemorrhage, coagulopathy, acute gastroenteritis, back pain, motor vehicle accident, spasms, contusion of hand(s), dyslexia, migraine, hypertension, right lower quadrant pain, numbness in face, otalgia, chlamydial infection, motor dysfunction, speech disorder, hypoaesthesia oral, smoker, leukocytosis, pain in hip, epicondylitis (elbow), methylenetetrahydrofolate reductase gene mutation, bleeding genital, spotting vaginal, sinusitis, stomach pain, menses irregular, nephrolithiasis, childhood asthma, primigravida, photophobia, tia, intermenstrual bleeding, mthfr deficiency and cystinuria. Previously administered products included for an unreported indication: depoprovera, monistat, flagyl, depo provera, midrin, plavix and metronidazole. Concurrent conditions included dizziness since (B)(6) 2015, anxiety since (B)(6) 2015, methylenetetrahydrofolate reductase gene mutation since (B)(6) 2015, energy decreased since (B)(6) 2015, stress since (B)(6) 2015, major depression since (B)(6) 2015, eustachian tube dysfunction since (B)(6) 2015, nausea since (B)(6) 2015, vomiting since (B)(6) 2015, migraine since (B)(6) 2015, slurred speech since (B)(6) 2015, body numbness since (B)(6) 2015, bacterial vaginosis since (B)(6) 2015, metrorrhagia since (B)(6) 2015, vaginal yeast infection since (B)(6) 2013, lymphadenitis, cholecystectomy, weakness, dysmenorrhea, homocysteine level increased, deep vein thrombosis, paresthesia, dehydration, paresthesia, vulvovaginal candida, fatigue and blurred vision. Concomitant products included acetylsalicylic acid (aspirin), acetylsalicylic acid (asprin) since (B)(6) 2015, ascorbic acid, ascorbic acid, azithromycin since (B)(6) 2015, clopidogrel bisulfate, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydromorphone hydrochloride (dilaudid), hydromorphone since (B)(6) 2015, medroxyprogesterone acetate, metoclopramide (reglan), metoclopramide since (B)(6) 2015, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride;paracetamol (percocet), promethazine, topiramate, verapamil, verapamil hydrochloride (calan) since 29-jun-2015 and vitamin b complex. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), complication of device insertion ("unable to successful implant the second coil/only one coil was implanted due to anatomy"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain, stomach"), pain in extremity ("pain, arms, legs") and nausea ("nausea"). The patient was treated with surgery (she underwent a unilateral salpingectomy for remval of essure device and bilateral salpingectomy, surgery(other): ampullofibrectomy of right tube). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion and nausea outcome was unknown and the abdominal pain, cerebrovascular accident, complication of device insertion, menstrual disorder, back pain, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper, pain in extremity and migraine had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cerebrovascular accident, complication of device insertion, device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: not reveal an acute stroke; on (B)(6) 2015: results: findings compatible with a unicornuate uterus cent without rudimentary horn. Fallopian tube usually absent with this pattern. Fallopian tube not reliably identified by MRI left-sided essure device appears appropriately positioned.. Pregnancy test - on (B)(6) 2014: negative. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, migraine, abdominal pain, back pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: medical records received. Event per mr: expulsion of the coils. Medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils outside the fallopian tubes."), abdominal pain ("severe abdominal pain/abdomen pain") and cerebrovascular accident ("severe stroke like symptoms") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included cesarean section, blood disorder, stroke, bicornuate uterus, hemiplegic migraine, upper abdominal pain, diarrhea, cholelithiasis, vaginal discharge, migraine headache, numbness of upper extremities, bleeding breakthrough, menses irregular, vaginal irritation, tingling sensation, chest pain, shortness of breath, dysfunctional uterine bleeding, hemorrhoids, ear infection, bacterial infection, dysuria, menses irregular, bleeding breakthrough, cough in 2010, facial pain, fever, ear pain, gallstones in 2010, bleeding genital, itching, haemorrhage nos, bleeding genital, hemiplegic migraine, unicornuate uterus, varicella, methylenetetrahydrofolate reductase deficiency, homocystinuria, dizziness, vision peripheral decreased, nausea, vision abnormal, vomiting, nervous system disorder, ischemic stroke, gastrointestinal disorder, renal disease, kidney stone, cholecystectomy, myalgia, lower abdominal pain, vaginal haemorrhage, coagulopathy, acute gastroenteritis, back pain, motor vehicle accident, spasms, contusion of hand(s), dyslexia, migraine, hypertension, right lower quadrant pain, numbness in face, otalgia, chlamydial infection, motor dysfunction, speech disorder, hypoaesthesia oral and smoker. Previously administered products included for an unreported indication: midrin, depo provera and plavix. Concurrent conditions included nausea since (B)(6) 2015, vomiting since (B)(6) 2015, migraine since (B)(6) 2015, vaginal yeast infection since (B)(6) 2013, bacterial vaginosis since (B)(6) 2015, metrorrhagia since (B)(6) 2015, slurred speech since (B)(6) 2015, body numbness since (B)(6) 2015, lymphadenitis, cholecystectomy, weakness, major depression since (B)(6) 2015, eustachian tube dysfunction since (B)(6) 2015, dizziness since (B)(6) 2015, anxiety since (B)(6) 2015, methylenetetrahydrofolate reductase gene mutation since (B)(6) 2015, energy decreased since (B)(6) 2015, stress since (B)(6) 2015, dysmenorrhea, homocysteine level increased, deep vein thrombosis, paresthesia, dehydration and paresthesia. Concomitant products included acetylsalicylic acid (aspirin), acetylsalicylic acid (asprin) since (B)(6) 2015, ascorbic acid, azithromycin since (B)(6) 2015, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), hydromorphone since (B)(6) 2015, metoclopramide (reglan), metoclopramide since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), promethazine, topiramate, verapamil hydrochloride (calan) since (B)(6) 2015 and vitamin b complex. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), complication of device insertion ("unable to successful implant the second coil/only one coil was implanted due to anatomy"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). On an unknown date, the patient experienced abdominal pain upper ("pain, stomach"), pain in extremity ("pain, arms, legs") and nausea ("nausea"). The patient was treated with surgery (she underwent a unilateral salpingectomy for remval of essure device and bilateral salpingectomy, surgery(other): ampullofibrectomy of right tube). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and nausea outcome was unknown and the abdominal pain, cerebrovascular accident, complication of device insertion, menstrual disorder, back pain, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper, pain in extremity and migraine had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cerebrovascular accident, complication of device insertion, device dislocation, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: not reveal an acute stroke; on (B)(6) 2015: results: findings compatible with a unicornuate uterus cent without rudimentary horn. Fallopian tube usually absent with this pattern. Fallopian tube not reliably identified by MRI left-sided essure device appears appropriately positioned.. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, migraine and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-mar-2019: pfs received. Reporter's information was added. Added event she did not undergo essure confirmation test. Updated outcome of event: migraine. Historical condition, concomitant concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils outside the fallopian tubes."), abdominal pain ("severe abdominal pain") and cerebrovascular accident ("severe stroke like symptoms") in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included nausea since (B)(6) 2015, vomiting since (B)(6) 2015, migraine since (B)(6) 2015, vaginal yeast infection since (B)(6) 2013, bacterial vaginosis since (B)(6) 2015, metrorrhagia since (B)(6) 2015, slurred speech since (B)(6) 2015, body numbness since (B)(6) 2015, lymphadenitis, cholecystectomy, weakness, major depression since (B)(6) 2015, eustachian tube dysfunction since (B)(6) 2015, dizziness since (B)(6) 2015, anxiety since (B)(6) 2015, methylenetetrahydrofolate reductase gene mutation since (B)(6) 2015, energy decreased since (B)(6) 2015, stress since (B)(6) 2015 and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), complication of device insertion ("unable to successful implant the second coil"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches"), abdominal pain upper ("pain, stomach") and pain in extremity ("pain, arms, legs"). The patient was treated with surgery (bilateral salpingectomy, surgery(other): ampullofibrectomy of right tube) and surgery (she underwent a unilateral salpingectomy for "removal" of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, cerebrovascular accident, complication of device insertion, menstrual disorder, back pain, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cerebrovascular accident, complication of device insertion, device dislocation, headache, menorrhagia, menstrual disorder, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results: on (B)(6) 2015, MRI: uterus/cervix: mr findings compatible with a unicornuate uterus center, without rudimentary horn. Fallopian tube usually absent with this pattern. Fallopian tube not reliably identified by MRI left-sided essure device appears appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, migraine most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, new events vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper, pain in extremity, added. Outcome for the events vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper, pain in extremity, added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of coils outside the fallopian tubes.'), device expulsion ('expulsion of the coils'), abdominal pain ('severe abdominal pain/abdomen pain') and cerebrovascular accident ('severe stroke like symptoms') in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included unilateral vision loss in 2011, gallstones in 2010, cough in 2010, c-section in 2009, pregnancy in 2009, cesarean section, blood disorder, stroke, bicornuate uterus, hemiplegic migraine, upper abdominal pain, diarrhea, cholelithiasis, vaginal discharge, migraine headache, numbness of upper extremities, bleeding breakthrough, menses irregular, vaginal irritation, tingling sensation, chest pain, shortness of breath, dysfunctional uterine bleeding, hemorrhoids, ear infection, bacterial infection, dysuria, menses irregular, bleeding breakthrough, facial pain, fever, ear pain, bleeding genital, itching, haemorrhage nos, bleeding genital, hemiplegic migraine, unicornuate uterus, varicella, methylenetetrahydrofolate reductase deficiency, homocystinuria, dizziness, vision peripheral decreased, nausea, vision abnormal, vomiting, nervous system disorder, ischemic stroke, gastrointestinal disorder, renal disease, kidney stone, cholecystectomy, myalgia, lower abdominal pain, vaginal haemorrhage, coagulopathy, acute gastroenteritis, back pain, motor vehicle accident, spasms, contusion of hand(s), dyslexia, migraine, hypertension, right lower quadrant pain, numbness in face, otalgia, chlamydial infection, motor dysfunction, speech disorder, hypoaesthesia oral, smoker, leukocytosis, pain in hip, epicondylitis (elbow), methylenetetrahydrofolate reductase gene mutation, bleeding genital, spotting vaginal, sinusitis, stomach pain, menses irregular, nephrolithiasis, childhood asthma, primigravida, photophobia, tia, intermenstrual bleeding, mthfr deficiency, cystinuria, vulval itching, facial droop, smoker, weight loss and fatigue. Mra/MRI showed right pca occlusion that subsequently resolved radio graphically. Previously administered products included for an unreported indication: depoprovera, monistat, flagyl, depo provera, midrin, plavix and metronidazole. Concurrent conditions included dizziness since (B)(6) 2015, anxiety since (B)(6) 2015, methylenetetrahydrofolate reductase gene mutation since (B)(6) 2015, energy decreased since (B)(6) 2015, stress since (B)(6) 2015, major depression since (B)(6) 2015, eustachian tube dysfunction since (B)(6) 2015, nausea since (B)(6) 2015, vomiting since (B)(6) 2015, migraine since (B)(6) 2015, slurred speech since (B)(6) 2015, body numbness since (B)(6) 2015, bacterial vaginosis since (B)(6) 2015, metrorrhagia since (B)(6) 2015, vaginal yeast infection since (B)(6) 2013, lymphadenitis, cholecystectomy, weakness, dysmenorrhea, homocysteine level increased, deep vein thrombosis, paresthesia, dehydration, paresthesia, vulvovaginal candida, fatigue, blurred vision, sickle cell trait, renal calculus, lymphadenitis, methylenetetrahydrofolate reductase gene mutation and transient ischemic attack. Concomitant products included acetylsalicylic acid (aspirin), acetylsalicylic acid (asprin) since (B)(6) 2015, ascorbic acid, ascorbic acid, azithromycin since (B)(6) 2015, clopidogrel bisulfate, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydromorphone hydrochloride (dilaudid), hydromorphone since (B)(6) 2015, medroxyprogesterone acetate, metoclopramide (reglan), metoclopramide since (B)(6) 2015, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride), oxycodone hydrochloride; paracetamol (percocet), promethazine, topiramate, verapamil, verapamil hydrochloride (calan) since (B)(6) 2015 and vitamin b complex. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), complication of device insertion ("unable to successful implant the second coil/only one coil was implanted due to anatomy"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain, stomach"), pain in extremity ("pain, arms, legs"), nausea ("nausea"), fatigue ("tired"), dizziness ("dizziness"), dysgeusia ("metal taste in my mouth"), neck pain ("neck pain"), insomnia ("sleepless") and peripheral swelling ("swelling legs"). The patient was treated with surgery (she underwent a unilateral salpingectomy for remval of essure device and bilateral salpingectomy, surgery(other): ampullofibrectomy of right tube). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, nausea, fatigue, dizziness, dysgeusia, neck pain, insomnia and peripheral swelling outcome was unknown and the abdominal pain, cerebrovascular accident, complication of device insertion, menstrual disorder, back pain, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals, headache, abdominal pain upper, pain in extremity and migraine had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cerebrovascular accident, complication of device insertion, device dislocation, device expulsion, dizziness, dysgeusia, fatigue, headache, insomnia, menorrhagia, menstrual disorder, migraine, nausea, neck pain, pain in extremity, peripheral swelling, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: not reveal an acute stroke; on (B)(6) 2015: results: findings compatible with a unicornuate uterus cent without rudimentary horn. Fallopian tube usually absent with this pattern. Fallopian tube not reliably identified by MRI left-sided essure device appears appropriately positioned.. Pregnancy test - on (B)(6) 2014: negative. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: headache, migraine, abdominal pain, back pain, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "fatigue, dysgeusia, dizziness and neck pain were added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils outside the fallopian tubes.") And abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to successful implant the second coil"), cerebrovascular accident ("severe stroke like symptoms"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy) and surgery (she underwent a unilateral salpingectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, complication of device insertion, cerebrovascular accident, menstrual disorder, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, complication of device insertion, device dislocation, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Most recent follow-up information incorporated above includes: on 14-sep-2017: event pain and migration of coils outside the fallopian tubes added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to successful implant the second coil"), cerebrovascular accident ("severe stroke like symptoms"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent a unilateral salpingectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, complication of device insertion, cerebrovascular accident, menstrual disorder, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, complication of device insertion, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a unilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.